Event description:
It was reported to ventec that the lcd touchscreen on the device was damaged (cracked). No further information was provided. Upon evaluation of the device, ventec observed that the touchscreen was unresponsive. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of a damaged and unresponsive lcd touchscreen was confirmed. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd touchscreen, which did show signs of physical damage (cracked).